Event description:
Follow-up revealed the patient's issue was determined to be anatomy related. The patient underwent a cervical spine procedure to have their neck straightened on (B)(6) 2017. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient will undergo surgical intervention due to discomfort in reference to lead location.